Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 46 mg/dl. Customer declined to troubleshoot for low blood glucose. The customer was treated with food for low blood glucose level. Customer also stated that insulin pump wasn't accepting calibrations. The insulin pump will not be returned for analysis.